Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had issues connecting the navigation system to the imaging system and needed to reboot the system. An update was provided that the reason for the communication issue between the navigation system and imaging systems was there was a damaged bulkhead connector on the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. The connector was returned to the manufacturer for analysis. Analysis found that the returned connector was damaged. A side wall was cracked and there were bent leads inside. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the bulkhead was replaced and it did not resolve the issue. Technical services (ts) walked the manufacturer representative through how to bypass the network router. An update was provided that the incorrect navigation connection was selected after the install of the new bulkhead. When the representative selected the right navigation system, they were able to connect without issue.